Manufacturer narrative:
(B)(4).

Event description:
On the day of the index procedure, the physician used a complete se stent to treat a dissection, which occurred when the one in.pact admiral paclitaxel-eluting pta balloon catheter was being used to treat a lesion located in the sfa of the right leg. Approximately 29 months post index procedure the patient suffered in-stent restenosis. Approximately 3.5 months later the right sfa was treated with 3 admiral xtreme pta balloon catheters and non-mdt stenting. The event was resolved.